Event description:
Reportedly, the programmer shut down with a strong burning smell.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the programmer shut down with a strong burning smell.